Event description:
It was reported that a distributor received a complaint from a customer regarding air bubbles or gaps in the infusion set tubing, which resulted in a blood glucose (bg) level of 30 mmol/l. The customer administered a correction injection using multiple daily injections (mdi) to address the high bg. The customer resolved the issue by changing the cartridge and infusion set/tubing, after which insulin delivery was resumed.